Manufacturer narrative:
The sample was collected in a serum separator plastic tube and analyzed in a sample cup. Qc showed some high fliers. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse replaced sample and reagent probes, wash station inserts, syringe tips, and performed probe alignment. The fse found hydro di water degasser filter was installed upside down, and installed new filter correctly. The fse found a problem with the wash concentrate cap and straw assembly and corrected it. These repairs resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated hdl cholesterol result of 56mg/dl generated by synchron cx9 alx clinical system. The result was reported out of the laboratory. Subsequent testing produced a lower result of 48.3 mg/dl. The customer indicated there was no effect to patient treatment.